Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the driver to be fractured as reported. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. Complaint is confirmed via picture provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4), g2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that while removing the screw from the proximal trial body, the hex driver broke. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.